Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose was 283 mg/dl at the time of the incident. Patient's current bg: 400 mg/dl. Customer reported that due to starting his insulin pump and his blood glucose has been climbing up even though he hasn't eaten since dinner time yesterday which is almost 24hrs. Customer reported that he hasn't been trained on his insulin pump yet and felt he programmed his pump correctly but wants to make sure. Customer treated for high blood glucose with insulin pump. Customer reports they have not contacted their healthcare professional regarding the high blood glucose. Based on customer report customer does not allege pump was under delivering. The pump will not be returned for analysis.